Event description:
Pt was being assisted to wheelchair for discharge but was unable to stand/walk. He was being assisted back to the stretcher when it moved. The wheels were in the locked position at the time, but the stretcher moved. The patient was lowered to the floor so there was no injury. This has occurred before with stretchers in the ed and presents a risk to patients.